Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic. Upon review, it was revealed that the right ventricular lead was picking up high amplitude noise leading to oversensing. The nurse believed the noise was being caused by a lead fracture. Sensing was programmed off on the lead. The patient was stable and will continue to be monitored.